Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a health care professional that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 17, 43, to 51 mg/dl at the time of the incident. The customer was at 78 mg/dl at the time of admission, and 143 mg/dl at the time of the call. The customer was given food, glucose tablets, and intravenous d10 to treat. The customer was wearing the insulin pump during the incident. The nurse stated that the pump was over delivering as the customer continued to go low even after suspending the pump. Troubleshooting was completed but did not resolve the issue. Customer was in dialysis before the incident. The insulin pump will be returned for analysis.